Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that burr got stuck in the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 1.25 mm rotalink burr was selected for use. During the procedure, the device was advance in a set speed of 160,000 rpm with a maximum speed reached up to 140,000 rpm. Upon advancement, a significant resistance encountered between the burr and guidewire, and the burr was noted to be stuck in lesion. The catheter and guidewire were removed as one unit. The procedure was completed successfully using an alternative method. No patient complications were reported.

Event description:
It was reported that burr got stuck in the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 1.25 mm rotalink burr was selected for use. During the procedure, the device was advance in a set speed of 160,000 rpm with a maximum speed reached up to 140,000 rpm. Upon advancement, a significant resistance encountered between the burr and guidewire, and the burr was noted to be stuck in lesion. The catheter and guidewire were removed as one unit. The procedure was completed successfully using an alternative method. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). H6 device code: updated. Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the returned rotawire was not visible at the handshake connection but was visible at the burr end. The wire was found to be frozen as majority of the coil was stretched from the handshake connection to the burr end of the device indicating tensile force was applied. The burr housing was dismantled to view inner components to which the handshake connection was bent within the sheath upon device return and was unable to be retrieved. The annulus of the burr was found to be damaged. A photo of the product packaging to the reported lot batch was attached to the complaint record, but no evidence of the reported events was present within the attached photo.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr got stuck in the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 1.25 mm rotalink burr was selected for use. During the procedure, the device was advance in a set speed of 160,000 rpm with a maximum speed reached up to 140,000 rpm. Upon advancement, a significant resistance encountered between the burr and guidewire, and the burr was noted to be stuck in lesion. The catheter and guidewire were removed as one unit. The procedure was completed successfully using an alternative method. No patient complications were reported.